Manufacturer narrative:
Pump passed displacement test. Hardware low level failures alarm (variableinfo=oc) during self test and confirmed in the pump history. Unable to determine the root cause, problem isolated to electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm. They were able to clear the alarm and rewind the insulin pump. The insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.